Event description:
It was reported that a user experienced difficulty completing an ilet supply change, including filling the cartridge and attaching the infusion set connector due to arthritis, with intermittent phone disconnections during support; the user reported perceived low blood glucose while slurring speech, prompting a wellness check, and later clarified that severe anxiety from a new medication impaired communication, while her blood glucose did not go out of range and insulin delivery was resumed with spouse assistance using inset 6 mm/23 in and dexcom g7. Symptoms included slurred speech and anxiety with perceived hypoglycemia. Outcomes included police wellness check with no treatment and successful resumption of insulin delivery, with no hospitalization. Investigation included troubleshooting and user education via customer care. Investigation of this case revealed no device alarms, no confirmed hypoglycemia, and user-related difficulties with infusion set connection during a supply change, which were resolved with assistance. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the perceived hypoglycemia, with user factors contributing during a supply change.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.